Event description:
On (B)(6) 2014, the reporter stated that a physician detected a lump on the pt's middle finger. The physician cut open the finger to find out what was in it and found that a needle piece was inside. The needle was removed successfully. It was unk if the needle piece was a lancet or not.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the info will be sent as a supplemental.